Manufacturer narrative:
The suspect medical device was not returned for evaluation. The complaint could not be confirmed. The root cause could not be determined. The device history record was reviewed, and no exception documents were found. A search of the complaint database was performed and only one similar complaint for this lot number was identified. Should the device be returned later, the investigation will be reopened.

Event description:
The account alleges that during a ptbd procedure the wire broke off at the radial introduction. Retrieved the broken pieces by hand. No patient injury.

Manufacturer narrative:
The suspect device is expected to return for evaluation. A follow up will be submitted when the evaluation is complete.